Manufacturer narrative:
Mml#: (B)(4). Although requested, the patient information is not available.

Event description:
It was reported that the patient had lost weight (40 kg) and subsequently experienced discomfort at the implantable pulse generator (ipg) pocket site due to weight loss. Reportedly, the patient stated that the therapy was successful and wishes to have the device explanted. No allegation against the functionality of the device. The device is working as intended. There was no report of patient harm or injury. The ipg and leads were removed completely without complications. The removed ipg and lead assemblies were evaluated. The ipg passed the functional testing and performs properly. Visual inspection revealed no damage or anomalies with the received ipg. Both leads were received cut into two segments during explant. Therefore, no functional testing could be performed. No other damage or anomalies were observed in either lead.